Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient started to have recurring incontinence due to an urethral atrophy. A cystoscopy was done and it was seen that the device was still cycling and just needed to be resized. An artificial urinary sphincter (aus) revision surgery was performed in which the cuff was removed and replaced with a new one at a more proximal place on the bulbous urethra. No further complications.